Event description:
Journal reference: sansur, et al. "Incidence of symptomatic hemorrhage after stereotactic electrode placement." J neurosurg 2007; 107(5):998-1003. In this study, the authors retrospectively evaluated the incidence of and factors associated with symptomatic ich in a large cohort of patients with various diseases treated with stereotactic electrode placement. Between 1991 and 2005, 567 electrodes were placed by two neurosurgeons during 337 procedures, in 259 patients. Deep brain stimulation (dbs) was performed in 167 procedures, radiofrequency lesioning (rfl) of subcortical structures in 74, and depth electrodes were used in 96 procedures in patients with epilepsy. Overall, seven patients suffered an ich--four of whom underwent dbs. A male with parkinson's disease underwent a globus pallidus internus dbs procedure and suffered from right partial lobe intracranial hemorrhage (ich) after implant. Other clinical outcomes were being initially unresponsive, yet regained localizing but not verbal responses. The patient had a hospital stay (unknown time frame) and was either discharged home or to a rehabilitation center/skilled nursing facility. No other treatment or outcome information provided.

Manufacturer narrative:
.